Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. There was an observation with the monolithic controlled release device that contains the steroid. The helix of the lead was extrinsically compressed. Visual analysis of the lead indicated damage at implant. The analyst noted the mcrd (monolithic controlled release device) is damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was not able to move the helix on the right ventricular (rv) lead. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.